Event description:
Boston scientific received information that a lead safety switch occured on this right atrial lead due to high pacing impedances greater than 2500 ohms in both the unipolar and bipolar configurations. No remedial action has yet been taken. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received indicating that this right atrial (ra) lead continued to exhibit high, out of range pacing impedance measurements. The lead was programmed off. No adverse patient effects were reported at that time. Further information indicates that the patient expired due to respiratory failure. There was no system allegation at time of death.

Manufacturer narrative:
A portion of the lead, 5 cm from the is-1 terminal pin was returned. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead segment was performed. Resistance tests were completed with the segment to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits, as expected for the returned lead portion. Laboratory testing was unable to reproduce the reported clinical observations with the returned lead portion.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.